Manufacturer narrative:
The technician found that the gas springs seals were worn causing the drift. He replaced the gas springs to repair the bed.

Event description:
Info received indicates the bed would drift into trendelenburg approx over 2 hours.